Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Blood glucose (bg) was as high as 597 mg/dl. Bg was addressed with a bolus via the pump and a manual injection. Reportedly, the alarms were cleared and insulin delivery was resumed.